Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's latch sensor failed. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Review of event history found alarm ''cassette not properly attached.' No relevant records were found in service history. Confirmed customer complaint cassette not attached error by performing occlusion test. It failed due to cassette not attached properly error. Replaced downstream occlusion (dso) sensor, dso bezel, and dso seal to correct this issue. Upon further inspection, device is missing battery compartment door. Installed new door, also replaced optic switch for preventive maintenance. Updated the software. Device passed all testing after repairs.